Manufacturer narrative:
H6- investigation type code: 4110- lens work order search-no similar complaint event(s) within associated lots were found. H6- health effect- clinical code: 4581- angle closure, significant hyperopic shift was observed. Suboptimal distance visual acuity and symptoms of accommodative asthenopia. H6-health effect- impact code: 4625- additional refractive treatment was performed. H11- manufacturer narrative: secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4)

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced over/under correction, elevated iop with angle closure, significant hyperopic shift was observed. Suboptimal distance visual acuity and symptoms of accommodative asthenopia. Additional refractive treatment was performed. In a separate surgery the lens was exchanged with the same length and the problem was resolved. The cause of the event was reported as patient related factor.